Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 105 mg/dl. Customer was unable to clear the alarm. Customer tried restarting the device by taking out the battery for a few hours but without results. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The device was received with scratched display window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.